Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia. The patient received treatment with bolus through pump no further information is available.